Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified right anterior tibial artery. The 3.0x60mm armada 14 balloon dilatation catheter was advanced but met resistance with anatomy. Once at the lesion, the balloon was inflated but ruptured at 10 atmospheres. Another unspecified balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.